Event description:
It was reported that, "pt presented in surgeon office complaining of catching and popping and locking up of knee. X-ray revealed locking screw in tibial baseplate had backed out and loosened." Revision was required.

Manufacturer narrative:
Na